Event description:
The contact stated that the customer's meter was reading too high. She stated that the customer suffered a hypoglycemic reaction, and paramedics had to be called. The contact tested the customer's blood glucose before paramedics arrived and received a reading of 51 mg/dl. When the paramedics tested, they received a reading of 21 mg/dl. The hospital also tested the customer's glucose at 21 mg/dl. The meter and strips are to be returned for evaluation, and replacement products will be sent.